Event description:
During a photoselective vaporization of the prostate using greenlight laser, the laser malfunctioned. Mid procedure the laser read problem 43, and went back to the self test screen. It attempted to go thru self test again unsuccessfully and read problem 90. We attempted to reboot and the same problem occurred. A call was placed to laserscope who informed us we would be unable to complete the case. Doctor finished the procedure by performing a transureteral resection of the prostate.